Event description:
At 18.00 one or more electrodes fell off the patient. Nobody recognized this at the central station. The patient was later found dead. There was no asystole alarm since the electrodes were not on the patient. The customer understands that this was an error in their use model.

Manufacturer narrative:
The hospital indicated that the device itself did not contribute to the death of the patient. The clinical contact from the hospital is aware that the leads off inop condition was not detected and has reported that they are addressing procedures and training such that their patients will be monitored effectively. No on site service was provided for this call. The device remains in use at the customer site.